Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the grasper failed a piece broke off into fragments during surgery. It was reported no harm to the patient. Surgical delay unknown.

Manufacturer narrative:
Additional information received indicates this issue is related to a previously reported incident. This medwatch was a duplicate to submission 2916714-2016-00846 ; all information regarding device investigation will be provided under original report number.